Manufacturer narrative:
Result of investigation: the reported complaint was able to be confirmed and duplicated. Isolated to failed bearing.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6, h10. Device evaluation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported problem "vent inop light coming on" was not duplicated. The unit passed all bench testing. The cooling fan making a grinding noise was confirmed. As a resolution, the main board was replaced as a pre-caution. The cooling fan,upper and lower housing and encoder panel were replaced. 3yr/15k pm was performed as well.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Any additional information received from the customer will be included in a follow-up report. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ventilator inoperable light comes on and the cooling fan is grinding and not spinning normally on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.